Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 23, 2020. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). Method code : 4114 - device not returned. Results code : 3221 - no findings available. Conclusions code : 4315 - cause not established. The sample was not returned so a direct investigation could not be performed. A rood cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular, that the handle won¿t tighten. It is still unknown when the event occurred, if it resulted in a delay in the procedure nor if it caused or contributed to an injury to the patient or if there was a blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.